Event description:
(B)(4). Event occurred in united states. The patient stated, he noticed that the tubing had come off the quick release connector and it looked like that the plastic was molded incorrectly. The patient started using infusion one day prior only. No further information available.